Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box and hoop. The batch number on the packaging and the device matched the batch number for this complaint. The catheter was visually and tacitly inspected. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly wrapped. Microscopic examination of the catheter revealed an 8mm tear starting at the exit notch and going through the inner and outer shaft. The damage was consistent with damage due to guidewire interaction. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a shaft leak occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use. During preparation, a leak was noted on the shaft of the device. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a tear in the shaft consistent with guide wire interaction.